Manufacturer narrative:
Original incident unknown by MFR. Hospital medwatch form sent to omni previous address. Hospital medwatch form attached.

Event description:
Patient was admitted for revision of right hip, secondary to pain and instability, from broken components. It was reported that pt was satisfactory post operative.